Manufacturer narrative:
Internal complaint reference: (B)(4). Device was returned for evaluation. Sections d9, h3, h6 and h11 were updated. H11: results of investigation: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem was not confirmed with a visual inspection or functional evaluation; the exterior condition showed minor wear and the housing, motors, and carriage were removed from the drill, all components appeared to be in working order. Exposure motor pins and continuity were tested and passed with no failures. However, an additional failure was found during device evaluation as the bur could not be loaded, it was found that an internal bearing on the shaft in the carriage was faulty causing the bur to not connect. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a faulty bearing. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during cori assisted tka surgery, the real intelligence robotic drill passed calibration but after 20 seconds of burring distal, the bur fell out and la unlocked. It was able to fix with bur swap/recalibration; however, burr went too deep on resection. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.